Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, after implantation the surgeon noticed she needed to do a vitrectomy and there was no proof of the lens causing this vitrectomy however the surgeon has never seen a situation where this would happen after implantation and had requested to submit to medical safety to ensure nothing was wrong with the lens and the lens was explanted in initial procedure. Additional information was requested, but no further information is available.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint that after the surgery the surgeon needed to do a vitrectomy. It was reported that there was no indication the lens was the cause, however the surgeon requested an investigation to make sure there was nothing wrong with the lens. The account indicated the product was not available to evaluate. Product history records were reviewed and the documentation indicated the product met release criteria. Follow up attempts were made for more details of the event. No further information has been provided at this time. File will be reopened when new information or the product is received. The manufacturer internal reference number is: (B)(4).